Manufacturer narrative:
The patient recovered. The sponsor assessed the event as serious. Safety assessed the event as possibly related to the index devices but not related to anti-platelet medication. Thrombectomy was also carried out during the index procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, three resolute onyx drug eluting stent was implanted in the 1st obtuse marginal. One week later, patient suffered non-st elevated myocardial infarction (stemi) and medication was adjusted.

Manufacturer narrative:
The patients weight was received. The investigator reports that the event is not related to the index device or anti platelets. Cec adjudicated the event as no event. It was reported that the target vessel was not involved in this event. If information is provided in the future, a supplemental report will be issued.